Manufacturer narrative:
The field service engineer found the mixer paddle was bent. He cleaned the extra wash station dispense and aspiration probes, straightened the mixer paddle, checked sampling, reagent dispense, sipper aspiration, and rinsing of probes. He ran performance checks that passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable troponin t stat results for qc material and patient samples from the cobas 6000 e 601 module. Due to the qc issues, the customer changed all of the reagents and recalibrated the assays. The customer then pulled patients previously tested and repeated them on a separate analyzer. Patient 1 initial result was <0.010 ng/ml with a data flag and the repeat result was 0.048 ng/ml. Patient 2 initial result was <0.010 ng/ml with a data flag and the repeat result was 0.07 ng/ml. Patient 3 initial result was <0.010 ng/ml with a data flag and the repeat result was 0.051 ng/ml. The questionable results were reported outside of the laboratory. The reagent lot number was 49396102 with an expiration date of 30-sep-2021.